Event description:
Covidien received information that this hygrobac hme filters caused the 840 ventilator to give a flow (occlusion) alarm. The failure happened when the device was not being used on a patient.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Sample not defective. The returned samples were submitted to visual, dimensional, and functional tests in accordance with our internal specs. All the tests confirmed the conformity and the compliance of the returned devices with the technical draw and specs designed and approved.